Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (d9, h3, and h4) and to provide a correction to field (g2). The device was evaluated by olympus, and the reported malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was possible that the procedure was not completed and postponed due to effect of the occurrence of error code b30 during procedure. However, the cause of b30 error code could not be identified, and the root cause of the suggested event could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis eus ultrasound bronchofibervideoscope was experiencing a b30 scope communication error during an unspecified procedure. According to the initial reporter, there was water in the device, and it wasn¿t producing an image. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device has not yet been returned. Should additional information be provided, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental is being submitted to include additional information received. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was additionally reported, that the issue occurred, at a time where the scope was required. The portion of the case was delayed until the next day. The patient was under general anesthesia. There was no backup in the facility. And the procedure was not completed. There was no reported harm or injury to the patient.